Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. 2017 added for failure to follow steps/instructions.

Event description:
This is filed to report sleeve steering issues. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The patient had an enlarged atrium and excessive chordae in the left ventricle (lv). An ntw was inserted and advanced into the lv. However, the clip delivery system (cds) was potentially curved more than 90 degrees, which may have resulted in stored tension on the device. This caused the clip to dive medially and become caught in the chordae. Troubleshooting was performed and the clip was successfully freed from the chordae without causing damage. The clip was then placed on mitral valve. An additional ntw was inserted and advanced into the lv. While in the lv, the clip was repositioned, which resulted in the clip becoming caught in the chordae. It was noted this caused tension on the device and resulted in unintended movement with every heart beat. Troubleshooting was performed and the clip was successfully freed from the chordae without causing damage. The clip was then placed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. It should be noted that the instructions for use states: ¿warning:do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury.¿ the reported sleeve steering issues was a cascading effect of the reported improper or incorrect procedure or method as curving more than 90 degrees resulted in stored tension on the device and caused unintended movement of the sleeve. The reported difficult positioning was due to a combination of challenging anatomy and a result of the reported unintended movement which caused the clip to get caught in the chordae. There is no indication of a product issue with respect to manufacture, design or labeling.na.